Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was vegetation on the leads and the right ventricular (rv) lead was suspected of fracture.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: evolutr-29-c transcatheter valve, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic blood infection. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.